Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that as the physician began the initial sternal tunnel, a lateral angulation is observed and it was suspected the tunneling tool was crossing the sternum into the intercostal space. The physician was advised to pull the tunneling tool back in an attempt to find a more medial tunnel. The physician pulled the tool back completely and upon removal, bleeding from the sub-xiphioid incision was observed, the physician thought the blood seemed arterial. Gauze and pressure were held against the incision to contain the bleed. The cardiothoracic (CT) surgery team arrived, the incision site was uncovered, and no more bleeding was observed. An echocardiography was performed multiple times to rule out pericardial effusion, the tests came back negative. The patients blood pressure was noted to rise as high as 120 systolic and then come back down to 80-85 systolic. The CT surgery team suspected the tunneling might have injured a middle cardiac vein. The case was aborted. There was concern that with re-tunneling there was risk for further potential injury as at the time they could not ascertain the was not coming from injury to an internal mammary vein. The patient was hospitalized and a computed tomography scan was scheduled. The computed tomography scan was completed the next day and confirmed a small hematoma along the peripheral aspect of the left internal mammary vessels was observed. The internal mammary vein was injured. No further patient complications have been reported as a result of this event.